Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and forwarded to the supplier for evaluation. The active tip looks in a used condition with evidence of procedural debris around the active tip. There is no evidence of a blockage at the suction port of the active tip. There are no obvious visual issues noted. The original complaint was assumed to be related to suction clogging, so a flow rate test was conducted prior to any electrical or activation tests. The device achieved a flow rate of 152ml/min against a specification of >150ml/min. This value is just on the limit of the lowest specification and warranted further whole device investigation. The device passed the electrical tests. The device tip was then placed in a beaker of saline and activated using a vapr vue generator at maximum available power for 1 minute with no issues noted. Suction was then connected and set at 700mmhg and it was noted that the suction was not functioning with very little saline being pulled through. This change in state of the suction path then compares with the original customer complaint. It is likely that procedural debris is held within the suction path and caused the original customer complaint. This debris was able to move and allow the initial suction flow test to pass, however activation then caused the debris to move into a position that then confirms the original complaint. From the investigation we have determined the customers suction problem is likely to have been caused by normal procedural debris held within the suction path therefore no corrective actions could be defined by gyrus to implement. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed a dissimilar complaint for this lot that was released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by a surgeon from (B)(6) that during an unspecified surgical procedure, it was observed that the vapr premiere 90 electrode -ea device lacked aspiration. There was a delay of less than thirty minutes. A spare device was used to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.